Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) malfunctioned due to fault number 53 (fiber optic bit failure or fault in data center that is only logged). The pneumatic interface manifold test and the drive manifold test were failed. There was no patient harm or injury reported. The pneumatic interface manifold test and the drive manifold test were failed.

Manufacturer narrative:
Updated fields: b4, d9 date received to manufacturer, g3, g6, h2, h6(type of investigation, investigation findings, conclusion code), h11 a getinge field service engineer fse was dispatched to evaluate the unit the fse reported that they were able to reproduce the customer issue when plugged in with the ECG and pressure cables the message disconnect trainer patient cables connected would show the front end board was replaced fault code 53 was found referring to the the fiber optic sensor fos bit failing and upon touching or bumping the fo connection while running a test the waveform would drop and the fo extension connector was replaced additionally the pim and drive manifold were replaced as they both failed their respective tests device passed the performance and safety checks according to factory specifications the failure analysis and testing dept received the following parts associated with this complaint parts were received with a reported failure of a fault code 53 upon touching bumping the fiber optic connection the waveform will drop the fat performed a visual inspection and found the parts to be in good condition the fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual no failure confirmed on any parts retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) malfunctioned due to fault # 53 (fiber-optic bit failure or fault in data center that is only logged). There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.